Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated he was driving home and noticed symptoms of hypoglycemia before losing consciousness and crashing into a tractor trailer. The paramedics were contacted by the highway patrol around 3:00pm. The patient woke up in back of an ambulance and was unaware of what his blood glucose reading was. The patient was treated with glucose. At the time of contact, the patient was doing fine. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. No additional event or patient information is available.